Event description:
Novasure was opened and deployed but when plugged into machine error message was given. Sales rep was present and he could not clear the error and determined the device was defective. A new novasure was opened and equipment was reset and procedure was completed with no further difficulty. The error code was not reported.